Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip could not open and close properly and could not be deployed. It was also noted that there was abnormally high resistance felt before the spool reached the end in the device handle. Reportedly, the device was taken out and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Microscope examination was performed, and it was confirmed under high magnification that one of the clip wings was inside of the capsule windows, indicating that the first activation had been performed in only one arm, and that the clip could not be reopened. Additionally, the clip was disassembled for further analysis, x-ray analysis was performed, and it was observed that one of the clip arms was separated from the yoke. The tension breaker had signs of wear which could be caused due to some friction between the clip jaws. Dimensional examination was performed on the bushing outer diameter to further analyze the deployment issue, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use IFU/dfu/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip could not open and close properly and could not be deployed. It was also noted that there was abnormally high resistance felt before the spool reached the end in the device handle. Reportedly, the device was taken out, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.